Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported "during insertion of the balloon catheter, there is a great deal of resistance, the source of which is caused by the guidewire not being smooth, so that it slows down the entire placement process". Additional information states that a second catheter was used and inserted into the same insertion site.

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 0.025" guidewire from the 7.5fr ultraflex intra-aortic balloon catheter (iabc) semi-finished insertion kit. The returned guidewire is suspected to be from the reported lot. The sample was returned in a carboard box and was loosely packed within the original packaging carton. Upon return, the guidewire was noted within its protective sleeve. Upon removal of the guidewire from the protective sleeve, multiple kinks were noted to the guidewire at approximately 61.6cm and 83.4cm from the distal tip of the guidewire. Some dried blood was noted on the guidewire. The iabc in question was not returned with the sample. The outer diameter of the guidewire measured at multiple locations and measured 0.0245" and met specifications per graphic. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "guidewire not being smooth" is confirmed based on the visual inspection of the returned sample. The returned guidewire was noted kinked at multiple locations. The kinked guidewire can cause difficulty inserting the iabc into the patient over the guidewire. The iabc in question was not returned with the sample based on the review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked guidewire. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "during insertion of the balloon catheter, there is a great deal of resistance, the source of which is caused by the guidewire not being smooth, so that it slows down the entire placement process". Additional information states that a second catheter was used and inserted into the same insertion site.